Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient could not feel stimulation when she tried to increase and she was not able to. She stated the therapy screen did not change when she increased. It was confirmed her ins was on and was still not able to increase or decrease. After troubleshooting, it was determined that the patient's ins was turned off. They noted seeing the "press neurostimulator on key." The patient indicated that she saw her healthcare professional (hcp) 2 months prior and they turned it up. She had not touch the patient programmer since and she was surprise that it was turned off. She was wondering what may have turned her ins off. Additionally, it was noted that the patient was at a baseball game 2 weeks ago and had to go through a scanner. Troubleshooting resolved the issue and she confirmed that she could feel stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.